Manufacturer narrative:
Manufactures investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not confirm a device issue that would have contributed to the decreasing flow and low flow alarms observed in the submitted log files. Although the account attributed the low flow events to an outflow graft twist, a deformation of the outflow graft could not be confirmed through evaluation of the returned device. The submitted log files contained intermittent low flow events from 11:19:26 on (B)(6) 2021 to 14:24:33 on (B)(6) 2021, and pump speed was increased following these events. No low flow events were observed following the increase in pump speed. The device appeared to function as intended at the set speed. (B)(6) was returned with the pump cable severed approximately 11 inches from the pump housing. An approximately 14¿ distal portion of the pump cable was returned connected to the modular cable. The apical cuff was returned with the cuff lock secured. The sealed outflow graft was returned secured to the pump cover outlet port, and the bend relief was seated properly onto the graft attachment hardware. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The interior surface of the outflow graft and graft attachment revealed no adhered depositions or thrombus formations. No evidence of distortion of the outflow graft was present. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section also states that an occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" contains information regarding the preparation of the sealed outflow graft: in ¿preparing the sealed outflow graft,¿ the user is instructed to keep the bend relief disengaged for de-airing, and in ¿attaching the sealed outflow graft to the aorta,¿ the user is instructed to stretch the sealed outflow graft completely and then measure and cut it to the appropriate length. In ¿attaching the sealed outflow graft to the pump,¿ the user is instructed to tighten the screw ring completely until it stops clicking, and also to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. "Attaching the sealed outflow graft to the aorta" instructs the user how to attach the outflow graft to the aorta. "De-airing the pump" and "implant procedures" warn that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 ¿patient care and management¿ contains information on caring for the driveline: ¿wipe off any dirt or grime that may appear. If necessary, use a towel with soap and warm water to gently clean the driveline,¿ but never submerge the driveline in liquid. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 8, "equipment storage and care" (under "cleaning the driveline") states "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook (rev. C): section 4 of the patient handbook, "living with the heartmate 3," contains cleaning instructions for the driveline, including instructions to clean off any dirt or grime and to use a towel with mild dish soap and warm water to clean it if necessary, but never to fully submerge the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This section instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with an abrupt, ongoing low flow alarm that started at 11:20 on (B)(6) 2021. The patient¿s flows were 3.4 lpm and dropped to 2.4 lpm. The patient¿s labs on (B)(6) 2021 showed lactate dehydrogenase (ldh) 200's u/l. Log file submitted multiple low flow events on (B)(6) 2021 in which some of the low flow events captured in the log file, were not sustained for long enough (at least 10 seconds) to activate the audible alarm. The cause of the low flow was identified as an outflow twist. The patient underwent a heart transplant on (B)(6) 2021. After the transplant, the alarms resolved, and patient is recovering. The patient will be discharged when able.